Event description:
It was reported that when connected to a patient, the ventilator alarmed for high o2 concentration and noise occurred from the expiratory side. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator it failed the pre-use check in the subtests ¿internal leakage test¿ with the message ¿system volume too large¿ and "safety valve test", "o2 cell/sensor test" and "flow transducer test". The test log from the pre-use check shows that the air gas module deliver more oxygen gas to the patient with the consequence that the oxygen concentration will be higher than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check. Alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2017.

Event description:
(B)(4).